Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer was hospitalized in (B)(6) 2015 for a high blood glucose over 1,000 mg/dl. The customer was in a possible coma and she did not even know that there was a tube down her throat. The son stated that pneumonia may have been involved. The customer was treated via IV drip and insulin drip. Troubleshooting was declined for the high blood glucose.